Manufacturer narrative:
The event occurred in (B)(6) this medwatch is for the suspect product used with the accu-chek aviva nano system. See medwatch with patient identifier (B)(6) for the suspect product used with the accu-chek mobile system. Device not returned to manufacturer.

Event description:
Reporter stated that patient obtained a blood glucose result of 2.5 mmol/l on the accu-chek aviva nano system. Nine minutes earlier, patient reportedly tested blood glucose, on an accu-chek mobile system, and obtained a result of 5.0 mmol/l. No adverse event was reported.